Event description:
The iab was inserted into the pt in 2000 at 5:15 a.m. And removed in 2000 at 11:00 a.m. The iab did not malfunction. The pt had major ischemia and surgery was required. Also the pt had thrombocytopenia and dic, plts 30,000. It was also reported that the pt expired prior to intervention for pulseless leg. The pt did not receive surgery. The iab was not returned to datascope. Event complications: major ischemia-surgery required/thrombocytopenia-rpt'd in 2000. Pt's current status: expired-rpt'd in 2000.